Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system did not have green status for communication with the imaging system or digital intercommunication of medicine (dicom) connection. Hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis found that the returned connector was intact with no apparent physical damage. The connector passed a continuity test with no opens or shorts detected. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when trying to send an exam from the imaging device to the navigation device, nothing appeared. The site reported that the screen displayed a green connection status but they noticed that when moving the network cable, the status would flicker to red and black. The did not know what it showed when they tried pushing the exam. The site then switched network cables and while the status was green, they tried pushing the exam but it did not transfer. Rebooting the navigation device did not help either. Navigation and imaging were aborted. The site continued the case with another imaging device. Surgery was delay for less than ten minutes and there was no impact on patient outcome. An update was provided that a manufacturer representative was on-site and noted that the spin from the case was not a navigated spin. The representative was able to successfully manually push the spin to the navigation system. The representative confirmed that the bulkhead connector seemed loose.